Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a moderately tortuous segment of the mid lad. After pre-dilatation an attempt to advance the complaint orsiro mission stent was unsuccessful despite additional support from a 6f guide plus ii st, due to strong resistance. Switching to a ryuray 2.0/15 balloon was also not successful. As the procedure time increased and the patient requested early termination, the treatment was ultimately completed by using a dcb.